Event description:
Customer reports back to back testing on the same meter using the advantage system with results of 400 mg/dl and 30 mg/dl. Customer also did back to back testing with results of 174 mg/dl and 49 mg/dl. No controls were run. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.